Event description:
Additional information from the patient's physician indicated the cause was the third overdischarge of the device. Premature depletion was noted. A replacement to a non rechargeable stimulator was scheduled for (B)(6) 2012.

Event description:
It was reported that the patient initially had telemetry issues. The patient had not charged for over a month and had not felt stimulation for over 6 weeks. An overdischarge was suspected. A physician mode recharge (pmr) was completed. After the pmr, the stimulator was charged to 25%. The device received the end of service message with interrogation. This was reportedly the second overdischarge, not the third. There was a possibility that one overdischarge event had been counted multiple times. It was recommended that the device be replaced.

Manufacturer narrative:
Lead model 3587a lot lb3418 implanted: (B)(6) 2003 explanted: na. Extension model 3708360 serial (B)(4) implanted: (B)(6) 2008 explanted: na. Programmer model 37743 serial (B)(4). Recharger model 37752 serial (B)(4).